Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The baxter technical service representative (tsr) had the hp cycle power to the hc. The hc displayed se 2367. The hp stated that she would finish therapy using continuous ambulatory peritoneal dialysis (capd). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she he was able to resume therapy after starting over with new supplies. She said she did not notice anything unusual with any of the previous supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she discussed the alarm with the patient. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed, or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation of the sample could be performed. A follow-up report will be filed if any additional information becomes available. The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.